Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant¿s investigation.

Event description:
Patient reported being admitted to the hospital on (B)(6) 2016 due to low blood pressure. Patient performed manual peritoneal dialysis treatment during hospital stay.

Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the patient event.

Manufacturer narrative:
Additional information: d4. Corrected data patient code: 1912.

Event description:
Patient is a 68 year old female who performs peritoneal dialysis treatments at home on the cycler. The patient presented to the emergency room with low blood sugar, nausea and vomiting. Patient continued to have nausea and vomiting in the emergency room. The patient stated that she took 55 units of lantus then performed her peritoneal dialysis. Patient stated that during her 2nd cycle, she began to feel warm, lightheaded/dizzy and having sweats (stating that these are symptoms of her blood sugar dropping). Patient ate some candy and her blood sugar went up to 300. Patient admits to having nausea/vomiting from the previous night, as well. Patient stated that when she normally does dialysis, her blood sugar is around 200, but this time it was in the low 50¿s. The patient was diagnosed with hypoglycemia and admitted into the hospital. The patient¿s lantus dose was reduced. Patient was administered prn zofran for nausea. The patient was administered manual peritoneal dialysis treatments. Patient improved and was discharged on (B)(6) 2016.

Manufacturer narrative:
Medical records were reviewed and the diagnosis was hypoglycemia. There was no diagnosis of hypotension in the medical record. Medical record vital signs do not show any hypotensive episodes. Medical records reveal that patient admitted that she does have trouble monitoring her sugars while doing peritoneal dialysis and has had a lot of issues with glucose fluctuation. Medical records reveal that the patient has had an issue with controlling blood sugar during dialysis in the past and required medical interventions to correct her insulin dosage. Hypoglycemia is unlikely related to peritoneal dialysis where glucose is used and likely related to the patient's insulin titration. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event